Manufacturer narrative:
The unit had no button response due to an unlocked connector on the lcd board. Analysis was unable to confirm the no delivery or low reservoir alarm due to a keypad anomaly. The unit had a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and minor scratches on the display window. (B)(4).

Event description:
The customer called in to report a no delivery alarm, a low reservoir alert, and an unresponsive keypad. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.